Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that patient faced an event of hyperglycemia on (B)(6) 2026. Blood glucose level at the time of event was 390 mg/dl and was treated with insulin via pump. No further information available.